Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the pt was not satisfied with his visual acuity. The lenses were exchanged for monofocal lenses. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.